Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence and the device had fluid loss. As a result, the device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72400024, serial number: n/a, batch/lot number: 1100383713, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127, serial number: n/a, batch/lot number: 1100722950, model/catalog description: control pump fgs iz, unique identifier (UDI) #: (B)(4).